Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, near the aorta during a laparoscopic nephrectomy, the surgical technician had difficulty loading the device. The sales representative helped the technician loading the device, and the reload showed green on the handle screen. The surgeon fired the device on the tissue, and the reload jammed because the knife blade did not completely fire 2-3 mm from the distal end of the firing line and did not retract. The handle screen showed a fault with the reload and the adapter. The manual retraction tool was unable to open the jaws of the device. The reload was locked on tissue, and the surgeon had to pull the reload out with the tissue still at the jaws. There was difficulty unloading the reload from the adapter. The surgeon used another stapler reload to complete the procedure.